Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device was no longer supported by physio. As a result, neither parts or service is available. Physio recommended that the customer permanently remove the device from service and obtain a new unit. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. There was no patient use associated with the reported event.